Manufacturer narrative:
The motor error alarm during the basic occlusion test and being unable to prime during prime test, were due to faulty force sensor resistor. The motor passed the motor test. The device was received with cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on their insulin pump. It was reported that the customer was assisted with troubleshoot. It was reported that the device is being replaced and returned for analysis. No further information provided.